Event description:
The customer reported that there is a tear in the panel on the canopy. No specific location provided. There was no patient injury reported. Inspection of the canopy by posey shows that there is a tear in the window netting.

Manufacturer narrative:
Evaluation of the returned product shows that the small window c has a two inch tear in the netting.